Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.096" x 0.075" was found to be broke off. The broken piece was returned. Components adjacent to this broken did not show damage. As a result of the broken blade, the instrument failed the energy recognition test. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test and generated message "tighten assembly" on 3 out of 3 attempts.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer shows that the curved blade of the harmonic ace instrument has broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a "reminder to reduce head pressure" alert several times and there was no energy output in relation to a harmonic ace instrument. However, the main blade of the harmonic ace instrument did not hold too much tissue or apply additional pressure, and the blade then broke. During the procedure, a fragment from the harmonic ace instrument detached while the surgeon was dissecting. The fragment was successfully retrieved with the assistance of the first assistant using an endoscope, and it was confirmed that all fragments were retrieved. No additional surgical procedure was required for fragment removal as it was extracted through the assistant trocar. Post-operative tests, such as an x-ray or ultrasound, were not performed to check for remaining fragments. The procedure was completed robotically using a backup harmonic ace instrument. The patient has not returned to the hospital due to any post-surgical complications.